Event description:
A customer reported a malfunction on their pump. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support took action by sending a replacement pump, advising the customer to use multiple daily injections as a backup therapy. The customer was informed about receiving a pump with updated software. Technical support provided instructions on how to put the old pump into storage mode, return it to tandem, and set up the replacement pump, which the customer understood and acknowledged.